Event description:
To ir (B)(6) 2021 for gastrojejunostomy catheter check and exchange. Shortly later (noted less than one hour), it was discovered the balloon of the tube had ruptured and pt. Had to return to ir suite for gastrojejunostomy catheter check and exchange noting the catheter was faulty. FDA safety report ID# (B)(4).